Event description:
Patient had aortic root replacement with porcine aortic valve replacement in 2008. Readmitted with mycobacterium chelonae infection of the graft and valve. Both the graft and valve were replaced in the or in 2009. Medtronic free style aortic root heart valve.